Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that over the past year, right ventricular impedance levels on this lead have gradually increased. Sensing and threshold levels remained stable at this time. Recently, however, it was noted that impedance levels had risen to greater than 2000 ohms. The physician stated that the lead would likely be replaced in the near future, however no action has been planned at this time. No adverse patient effects were reported.